Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name is truncated due to character limit. Facility full name:(B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from morocco alleged generating potential false positive results for two samples using the cobas® sars-cov-2 test for use on the cobas® 6800/8800 systems. The alleged samples initially generated a sars-c0v-2 positive result when using the cobas® sars-cov-2 test. The two samples were retested on two different platforms (ID now¿ covid-19 from abbott and a homebrew pcr assay). Both test results were negative. It is unknown which of the results were reported. No apparent harm or injury occurred in relation to the event. Investigation is ongoing and conclusions are not yet available. Per FDA guidance for eua, two mdrs will be filed.

Manufacturer narrative:
As limited data was provided it is not possible to confirm the root cause of the allegation. However it can be concluded that the discrepant results were sample specific and are likely related to differences in technology. Patient sample 1 discrepancy is likely due to contamination as the amplification curve is very low but not flat. As such, contamination can occur if there is any suboptimal handling or workflow present. While patient sample 2 is likely an lod sample as the curve shows low level amplification. It can be expected that with samples that contain a low-level viral concentration to generate a CT value for only t2 as t2 can be detected at lower concentrations than t1. No product problem or systemic issue was identified. (B)(4).